Manufacturer narrative:
Initial reporter phone number not provided. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the monitors and central station are set to neonatal patients as default. When a patient is discharged at the central station is shows (incorrectly) an information "adult - unknown patient." There was no reported patient incident or injury.